Manufacturer narrative:
Clinical review: a clinical investigation was performed. A temporal relationship exists between the pd therapy with the liberty select cycler/liberty cycler set and the patient¿s peritonitis event. However, there is no allegation or objective evidence that a liberty select cycler/ liberty cycler set malfunction or product deficiency was associated with this event. The cause of the patient¿s peritonitis cannot be determined. However, peritonitis is a well-known potential complication in pd patients. The patient¿s pd nurse reported the pd catheter (not a fresenius product) was not working and the patient subsequently transitioned to back up hemodialysis for renal replacement needs. It is possible the pd catheter (not a fresenius product) was a source for the peritonitis infection as it is well documented that the catheter provides a portal of entry for organisms into the normally sterile peritoneum. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) reported they had an infection which caused them to stop pd therapy; therefore, the patient did not need pd supplies to be ordered/delivered. Upon follow-up, the patient¿s pd nurse reported the patient had peritonitis. The nurse stated the infection was not related to fresenius device or product. Per the nurse, the patient¿s pd catheter (not a fresenius product) is not working and the patient is currently on temporary back up hemodialysis. The cause of the event was not reported. No further information is available as the nurse declined to provide any additional information.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformance's, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.